Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited abnormally high threshold measurements on the left ventricular (lv) lead which caused a battery drain on the implantable pulse generator. A revision procedure was performed and the lv lead and device were removed from service and replaced. No additional adverse patient effects were reported.